Event description:
It was reported that the patient was unable to have an MRI due to high impedances on their lead. The system was explanted on (B)(6) 2023 to address the issue.

Manufacturer narrative:
Exact date of event is unknown. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.